Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(6) alleging that her onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation, and further information obtained by telephone call with patient. The patient stated that the alleged product issue began sometime early in (B)(6), possibly (B)(6) 2018, but she was unable to confirm if this was the exact date. The patient stated that she obtained a blood glucose result of ¿7.9 mmol/l¿ on the subject meter compared to ¿5.1 mmol/l¿ on another meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes with 2 types of insulin, humulin n ¿ 10 units in the morning, and 54 units at bedtime, and apidra ¿ 15 units with breakfast, 15 units with lunch and 15 units with dinner. At follow up the patient stated that she usually tests her blood glucose 4 times per day, and her usual range of results are between ¿4.8 and 7.3 mmol/l¿. The patient alleged that on the morning of (B)(6) 2018, (prior to the inaccurate result) she developed symptoms of ¿shaky¿, in response to the symptoms she reported that she consumed some food, and began to feel better. The patient denied receiving or requiring any medical treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.